Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was heart attack or heart failure per the doctor. The caller stated that the customer had kidney issues that may have led to the customer's passing. The customer¿s blood glucose was 260 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within less than 24 hours prior to passing. The customer was taken of the pump as their spouse thought they were having a low probably before the heart attack. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08785 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had cracked reservoir tube lip. The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report.